Event description:
The customer reported that while the unit was in use on a patient, when the operator connected a phone plug from an external bedside monitor to provide the ECG trigger signal, the unit shut down with a system failure message. No patient injury was reported.

Manufacturer narrative:
A company representative evaluated the system and observed indications of shutdowns in the error log. There was no indication that the failure was caused by the connection of the external bedside monitor. He recommended that the k6a vent valve be replaced. Datascope's distributor in (B)(4) advised the customer of the recommended repair. At the time of this report, the customer has not elected to have the recommended repair performed.